Manufacturer narrative:
The peritonitis event was reported to have occurred on an unreported date on (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause and treatment were not reported. It was reported that the patient was not hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow-up.